Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had a molding defect and was cracked. This was discovered before use. The following information was provided by the initial reporter: it came without a "finger flange" and another came with the "rotten" finger flange, the syringe was cracked and bent inside.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) 31gx6mm, 0.5ml bd insulin syringes from an opened polybag from lot 8071796. Consumer reported it came without a "finger flange" and another came with the "rotten" finger flange, the syringe was cracked and bent inside. Both returned syringes were examined and the following was observed: one syringe with a broken flange; one syringe with a cracked barrel. A review of the device history record was completed for batch# 8071796. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200746782, 200747652, 200747572, 200745873, 200746945, 200746966] noted that did not pertain to the complaint. There was one (1) notification [200747574] noted for damaged barrels. There was one (1) notification [200746005] noted for broken flange. There was one (1) notification [200746876] noted for damaged tips. Broken flange: printer process summary: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Zm 200746005 was created during the creation of this batch for broken flanges. The root cause of the issue was debris under a guide in the printer oven. Correction: debris was removed. Damaged/cracked barrel: printer process summary: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Zm 200747574 was created during the creation of this batch for damaged barrels. The transfer dial and carousel were not timed correctly. Correction: transfer dial and carousel were put back in time. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had a molding defect and was cracked. This was discovered before use. The following information was provided by the initial reporter: it came without a "finger flange" and another came with the "rotten" finger flange, the syringe was cracked and bent inside.